Event description:
It was reported that the asymptomatic presented to the hospital for a follow up. The patient had been lost to follow pirot to this visit. The pulse generator exhibited premature elective replacement indicator. After a device software download, normal device function resumed. The patient would continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.